Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evproplus-26us product lot/serial number b)(6) implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-gradient was taken of 100 millimeters of mercury (mmhg). A decision was made not to perform a pre-balloon aortic valvuloplasty (bav). The valve and delivery catheter system (dcs) was prepped and inserted. At 80% deployment, the valve was noted to be under expanded. The valve was recaptured and removed. A decision was made to perform a pre-bav with a 20 millimeter (mm) non-medtronic balloon. A new valve and dcs was prepped and deployed at 80% with good depth. The new valve appeared under expanded too. The valve was left in position at 80% when a 3rd valve and dcs was prepped. It was decided to perform a pre-bav with a 22 mm non-medtronic balloon. Subsequently, after 5 minutes of prepping the 3rd valve the 2nd valve had expanded to an appropriate expansion to safely deploy. The 2nd valve was successfully deployed. A post-bav was performed with a 22 mm non-medtronic balloon with a final gradient of 4. The 3rd valve and dcs was not used or inser ted into the patient. No adverse patient effects were reported.